Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video and photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 05/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately three months post port placement procedure in the right chest wall via an internal jugular vein, contrast leakage was allegedly detected in a segment of the vessel by intravenous hyperbaric angiography. There was no reported patient injury.

Event description:
It was reported that approximately three months post port placement procedure in the right chest wall via an internal jugular vein, the device had difficult to draw blood before infusion and catheter was allegedly found to be ruptured. The patient had no obvious discomfort before the leakage was found and only saline was infused. It was further reported that the contrast leakage was detected in a segment of the vessel by intravenous hyperbaric angiography. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. Two electronic photos and one image video were provided for review. Partial break was noted on proximal end of the catheter and pooling and extravasation of contrast is noted. Therefore, the investigation is confirmed for the reported fluid leak, fracture and suction issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.